Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--type of investigation corrected from "4114" to "10" h6--investigation findings code "3233" removed the device was returned to the factory for evaluation on 11/19/2024. An investigation was conducted on 11/26/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based upon the received condition of the device, it is not possible to confirm the reported complaint as there was no device malfunction.

Manufacturer narrative:
Tw ID#: (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 7mm extended length endoscope optics defective due to wear and tear and device was not used. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected sections: d4--unique identifier (UDI) # corrected (B)(4). A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.